Event description:
Consumer called to report a low blood sugar reaction and receiving treatment at the hospital. Believes the meter is running high and she has been adjusting insulin on the higher readings.